Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016. This complaint is being reported based on the event of atrial fibrillation requiring treatment. According to the complainant, on (B)(6) 2016, the patient underwent the second bronchial thermoplasty procedure to the left lower lobe of the lungs. No issues were noted to the device. Following the procedure, the patient experienced atrial fibrillation and was treated with blood thinners. The patient stayed in the hospital overnight for observation and was discharged the following day, (B)(6) 2016. The patient's current condition was reported to be "stable". Additionally, the physician does not believe that the bronchial thermoplasty treatment caused the atrial fibrillation, however, the atrial fibrillation is related to the procedure.